Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that an open book image was displayed on the screen of insulin pump and had critical pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) on the lcd screen. After further review of the device¿s interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors, on both the keypad and force sensor cables. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests or verify insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies due to the critical pump error.